Event description:
It was reported while using bd vacutainer® est¿ blood collection tube an unspecified amount of caps were not staying on the tubes. There was no health impact or consequences reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 9617032-2024-00704 was sent in error as it was a duplicate of (B)(4), MFR report # 9617032-2024-00835

Event description:
It was reported while using bd vacutainer® est¿ blood collection tube an unspecified amount of caps were not staying on the tubes. There was no health impact or consequences reported.